Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose of 500mg/dl. The customer treated with insulin. Customer indicated that the high blood glucose may have been caused by incorrect pump programming. Customer indicated that they worked with a diabetes educator for their pump programming, but will contact their doctor for further assistance. No further assistance necessary.